Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported flaps were thin. Additional information has been requested.

Manufacturer narrative:
Additional information provided. During a onsite visit, the field service engineer (fse) measured flap thickness on a test cut, ran laser head linearity test, performed linearity adjustment and successfully completed system verification to specification. System is operating within specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Two patients were affected. This report will represent one patient's right eye. Thin inferior flap was reported. Flap was lifted.